Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 7.0x40mm absolute pro .035 self-expanding stent system (sess) could not be removed from the guiding catheter. All the devices were removed a single unit. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that during removal interaction with the guiding catheter/other devices and/or the anatomy caused/contributed to the reported difficult to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.